Manufacturer narrative:
Follow up submission, investigation results: one open sample was received for evaluation and per visual inspection it was observed that the connector end with p/n 65-4227b has plastic material occluding the flow path. Upon further evaluation, the plastic material is a remnant of the cannula prong p/n 12278104. The device history record was reviewed for the lot number reported. The product was manufactured, inspected, and released per internal procedures. A 2-year retrospective review of complaint trends were reviewed and no adverse trend was detected related to this condition. The plastic piece that occluded the flow path is a remnant of the cannula prong p/n 12278104. This part number is a supplied component from an external vendor. The remnant was found inside of the supplier's bags of this component. It is thought that this remnant fell on the connector end p/n 65-4227b during assembly process and it was left inside the product without the assembly personnel being aware. This seems to be an isolated incident. To correct this issue, manufacturing personnel were notified of this incident to make them aware of these types of reports. The supplier of the nasal prong component was provided with a quality notification related to this incidence.

Manufacturer narrative:
The complaint sample has been received by carefusion and has been sent to the quality engineers at the manufacturing facility. Once the investigation is complete a supplemental submission will be filed to provide additional information. (B)(4).

Event description:
It was reported by the customer that a nasal cannula out of its case had a layer of plastic on the inside of the cannula blocking the flow of oxygen to their patient. Customer stated there was no patient impact, as the issue was noticed right away and replaced it with a new one. The crna did poke the plastic inside with an 18 gauge needle so there is a tear on it now but there was not one initially. The occlusion is located at the end that hooks up to the flow meter.